Event description:
A pump declared alarm 20 during the loading process. While the customer declined to answer whether the blood glucose level exceeded the specified threshold, cts provided assistance to the customer, who successfully loaded a new cartridge and resumed insulin therapy. No additional information was received regarding the outcome of the event.